Event description:
Health care professional reported that approximately 2 months post implant, the valve was removed due to a cuspal tear. It was replaced with a mechanical valve and returned for analysis.